Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a broken ECG cables.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6 (health effect ¿ clinical code), h10. Additional info: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a broken cable.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Getinge field service engineer (fse) or cancelled, managed through supply quote the reference of the broken cable is (B)(4), it has been ordered as a supply of material since it is said cable, so the customer will not be contacted and the work order will be closed because it is not necessary to open it. H3 other text : repair is not done by getinge.

Event description:
N/a.